Event description:
Attorney report of pt's alleged stabbing pain and tenderness at implant site, nausea blood in stool, continence difficulties, stomach cramps, testicular pains and numbness radiating from implant site down to right leg after implant of a perfix plug.

Manufacturer narrative:
Pt is claiming that the event is resulting from the plug mesh, however, he also indicates that no doctor had attributed the event to the implant of the mesh. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if product is returned for eval or add'l info becomes available.